Manufacturer narrative:
(B)(4). Excessive force. Eval summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion conclusion was described as moderately tortuous and heavily calcified, which likely contributed to the failure to cross. Reportedly, force was used after resistance was felt. It should be noted that the xience v instructions for use states, "should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit." The IFU also cautions the user that, "applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components." Since there was no report of any damage observed to the stent delivery system (sds) prior to the procedure, this may suggest that a product deficiency did not contribute to the reported kink or shaft separation. The shaft most likely kinked during advancement of the catheter in the difficult anatomy and further manipulation of the catheter would have contributed to the shaft separating. The failure to cross, shaft separation, and kink are likely related to operational context. A review of the device history record for this lot did not product any findings relevant to this report. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. Additionally, all stent delivery systems are 100% visually inspected for kinks during the mfg process and a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during the procedure in the calcified left anterior descending artery, pre-dilatation was performed and the 2.5 x 23 xience v stent system was advanced. Resistance was felt, force was applied, and the proximal shaft kinked and separated into two pieces outside of the pt anatomy. The stent system was removed from the anatomy and a 2.5 x 18 xience v stent system was used to complete the procedure. There was no adverse pt effect. Though requested, no additional info was provided.